Event description:
It was reported that the customer had been seeing jumping numbers and her blood glucose level has been high between 370-400 mg/dl. Customer corrected with manual injections. Customer stated that she noticed the numbers were jumping while priming. Customer has had high blood glucose levels since yesterday. Customer also received a no delivery alarm. Customer did not want to troubleshoot at this time. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.